Manufacturer narrative:
Manufacturing date is not available. UDI is not available. Further information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited noise oversensing that resulted in alerts for false episodes of atrial tachycardia and atrial fibrillation. No intervention was performed at this time.